Event description:
Reported indicated that a vns pt's generator had reached end-of-service with eri-yes. It was reported that the pt's seizures had recently become longer in duration, with pre-vns baseline duration of seizures unk.